Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service. No patient information provided after phone calls to customer (B)(6) 2019.

Event description:
The hospital reported the unit shutdown and restarted during a case. There was no report of patient injury.